Manufacturer narrative:
Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Carefusion field service representative (fsr) report: the carefusion field service representative (fsr) evaluated the suspect device. The fsr replaced the main transducer (xdcr) printed circuit board (pcb) and made adjustments to bring the device back to manufacturer specifications.

Event description:
The customer reported a vent inop and transducer (xdcr) fault on the vela ventilator. The customer that the alarm conditions occurred just as they were connecting the ventilator on to a patient and it was quickly switched out to another ventilator with no harm or injury to the patient.

Manufacturer narrative:
Results of investigation: failure analysis laboratory (fa lab) received the suspect component and visually inspected. The suspect component was installed in a known good unit. The unit was powered into ventilating mode and the device was alarming transducer (xdcr) fault. The reported issue was confirmed and the cause of the failure was due to a faulty exhalation flow transducer